Event description:
A malfunction alarm was reported, identified as malf 12 with a fault ID of 0x2071. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any future malfunctions occurred.